Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The srt replaced the local area network/interface board (lan/if) board as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist, the reported non-clinical activity was during routine check of the unit. The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'system computer needs service' message. There was no patient involvement.